Event description:
It was reported that 130 in 15 drop IV admin set w/4 had flow issues. This occurred on 1172 occasions. The following information was provided by the initial reporter: it was reported by the customer that the medication flows down toward the patient instead of going upstream into the drip chamber while the IV is running.

Manufacturer narrative:
H.6. Investigation: a complaint of fluid flowing the wrong direction, and a suspected misassembly of the filter was received from the customer. 5 samples were returned for investigation. All samples were visually inspected and compared to assembly drawings to see any misassemblies. All components were assembled correctly on all five sets. These sets were then primed and infused. No issues were seen on any of the five sets. The customer complaint could not be replicated. A device history record review for model mx9433 lot number 20126027 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as the failure could not be replicated. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of unregulated flow/ misassembly with lot #20126027 regarding item mx943.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 130 in 15 drop IV admin set w/4 had flow issues. This occurred on 1172 occasions. The following information was provided by the initial reporter: it was reported by the customer that the medication flows down toward the patient instead of going upstream into the drip chamber while the IV is running.